Event description:
It was reported to philips that the battery (lot 18264-0312-p) was unable to charge or calibrate in either the cadex c7200 or cadex c7400 unit. No patient involvement.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated section h codes to reflect failure analysis results and component return added additional device codes; failure to calibrate/charge

Event description:
It was reported to philips that the battery (lot 18264-0312-p) was unable to charge or calibrate in either the cadex c7200 or cadex c7400 unit. No patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. The battery was received with three led indicators illuminated, indicating the battery was partially charged. Upon evaluating the returned battery the reported problem could not be verified. The battery was able to charge in both the mrx heartstart unit and cadex c7200 battery analyzer. After charging the battery, the unit operating on battery power only (ac power removed) was able to successfully deliver all attempted shocks and the delivered energy was measured within passing range. The battery also successfully calibrated and the capacity was confirmed to be within range. Although the battery was received with a fet status ¿chg¿ flagged, this turned set after successful calibrations. Upon conclusion of the analysis, no fault was found with the battery as all errors cleared upon successful calibration and the reported issue could not be verified.